Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have had patients which had a fall or other issue that caused a lead to become fractured and they felt shocking or other stimulation sensations with the stimulation system. The caller indicated that any of these events would have been reported and the caller did not have any specific report numbers at the time of the call. The caller indicated that these events would have occurred several years ago.